Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Clarification was asked as it was initially reported that there was a motor stall that occurred on (B)(6) 2018 and (B)(6) 2018 and additional information received reported that the event occurred the (B)(6) 2018. It was reported that there was no information regarding implant date and pump logs. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and daily dose via an implantable pump for an unknown indication for use. It was reported that there was a motor stall that occurred on (B)(6) 2018 and that the patient experienced symptom return and that they felt high pain. It was reported that there was a pump alarm and the drp was approximately 2 months. It was reported that the pump was interrogated on (B)(6) 2018. The pain physician tried to program the pump again and the pump was still stalled after programming again. It was reported that the "puma" is now at minimal debit and the "puma" was replaced on (B)(6) 2018. It was reported that there were no contributing factors that led to the motor stall. It was further noted that patient has to go to "urgence" surgery to replace the pump. It was reported that the patient status at the time of the report was alive-with injury. It was reported that the issue was resolved at the time of this report and additional information received reported the outcome that the patient is actually good. No further complications were reported and/or anticipated.

Manufacturer narrative:
Additional information was received regarding the drug in the pump. It was noted that the drugs in the pump were morphine 7.2 mg/ml at 0.0462 mg/day, naropeine 6.0 mg/ml at 0.0385 mg/day, and clonidine 4.4 mcg/ml at 0.0282 mcg/day. Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Eval code-conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.